Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed/will be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Report number: mw5073975.

Event description:
On (B)(6) 2017, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient presented to the emergency room with fever and abdominal pain. The patient was found to be in septic shock and was hospitalized. The patient had thrombocytopenia and diagnostic imaging revealed a hepatic abscess "with drained". An unknown culture revealed multimicrobials and a blood culture revealed bacteremia with streptococcus anginosus. The patient began broad spectrum antibiotics, vancomycin and IV fluids. On an unknown date, the patient went into atrial fibrillation with rapid ventricular response which returned to normal sinus rhythm after unspecified treatment. On an unknown date, a keofeed gastro intestinal feeding tube was placed which resulted in significant epistaxis, which required intubation for airway protection. It was planned to remove the gastro intestinal tube once the patient was medically stable and when the gastro intestinal tract matures. On (B)(6) 2017, the patient was discharged from the hospital. The reporting healthcare professional did not know the underlying cause for hepatic abscess.